Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on june 27, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient medical records have been reviewed by post market surveillance clinical staff. It was noted that on (B)(6) 0216, the patient experienced a seizure like event at the dialysis clinic that led to the patient being sent to the emergency room and being admitted into the hospital. Medical records reveal the optiflux 160nre dialyzer was used. On (B)(6) 2016, the patient experienced a seizure like event during hemodialysis in the hospital. A follow up call with the dialysis clinic confirmed the hospital uses optiflux dialyzers. However, medical records do not contain hemodialysis treatment sheets or products used for the (B)(6) 2016 event. On (B)(6) 2016, the patient experienced a seizure like event with no loss of pulse at the dialysis clinic and was sent to the emergency room. Medical records reveal the optiflux 160nre dialyzer was used. The patient had hemodialysis in the hospital on (B)(6) 2016 but there is no mention of the hemodialysis products used during this event. Medical records state the patient was discharged on (B)(6) 2016 with a pseudoseizure, possibly precipitated by witnessing a patient code in outpatient dialysis a few months prior. Physician notes state there was a concern that the patient might be having a reaction to the dialysis components. Nephrology and neurology differed that events could be pseudoseizure versus allergic reaction. It should be noted the patient was never prescribed any anti-seizure medications. Medical records do not contain all hemodialysis treatment records between (B)(6) 2016 and (B)(6) 2016, hospital lab/diagnostic tests, hospital hemodialysis treatment records or hospital progress notes for review. The patient was diagnosed with ¿seizure-like activity¿ on (B)(6) 2016 and ¿non-epileptic episode¿ on (B)(6) 2016. There is no cardiac-related diagnosis for these events. There is no documentation that lists optiflux dialyzer as an allergy in the medical records. There is no documentation in the medical record that specifically reveals the cause of the seizure-like episodes. At this point, there is no conclusive cause for the seizure-like events as evidenced by the nephrologist and neurologist differing on whether the event was pseudoseizure vs. Allergic reaction. Medical records reveal the patient had hemodialysis treatment on (B)(6) 2016 without any documented adverse event or seizure. Medical records reveal the patient had hemodialysis treatment on (B)(6) 2016 without any documented adverse event or seizure. Although there are no treatment records for (B)(6) 2016, the patient was prescribed the optiflux 160nre dialyzer and there is no documentation to indicate the optiflux dialyzer was not used on those dates. Due to the lack of the aforementioned medical records, no conclusion can be made that the patient has an allergy to the optiflux dialyzer since the patient had several exposures without any adverse event. Due to the lack of the aforementioned medical records, no conclusion can be made that the optiflux dialyzer was causally related to the ¿seizure-like events.¿ the patient has a medical history of (B)(4) cerebrovascular accidents and this at may have contributed to the seizure-like events.

Event description:
A user facility reported that a patient experienced seizure like activity on (B)(6) 2016 approximately one hour after initiation of their hemodialysis (hd) treatment. Following this adverse event, the patient was switched to another manufacturer's dialyzer and no further seizures were experienced by the patient. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. On (B)(6) 2016, the patient presented to the user facility for a routinely scheduled hemodialysis (hd) treatment. The patient's hemodialysis started at 10:45 am with no problems or complaints. At 11:40 am, the patient complained of needing oxygen and staff applied 2 liters/minute via nasal cannula. At 11:54 am, the patient complained of feeling as though they were going to pass out. The patient passed out and blood was returned. Patient's blood pressure was 128/67 and pulse 64. The patient had a pulse throughout the episode. The patient's hemodialysis was terminated and the patient was sent to the emergency department. The patient was admitted into the hospital. On (B)(6) 2016, the patient was administered hemodialysis with different filter and dialysate system and did well with no symptoms. The patient was discharged on (B)(6) 2016 with a discharge diagnosis of non-epileptic episode. Hemodialysis orders for (B)(6) 2016 treatment: dialyzer - 160nre optiflux; dialysate: 2.0k, 2.50ca, 1.0mg, 100dextrose; sodium (meq/l): 138; bicarbonate (meq/l): 32; time: 04:00; edw: (B)(6)kg.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the eleven (11) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lots passed pyrogen testing and the sterilization dosage was within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.